Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an emergency and had a catheter placed while the device was in an active status. After the catheter placement, the patient went back to the hospital as he had urinary incontinence again. The physician scoped the patient and determined that the cuff was not working correctly. There was a pinhole size hole in the midline of the cuff, causing a fluid leak of the device. All components were explanted and replaced. There were no patient complications.